Event description:
The customer reported that the insulin pump had an error alarm during the rewind process. The customer stated that she was disconnected from the insulin pump while priming. Advised the customer to revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the prime test as a result of a loose drive support disk.